Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fifty-nine days following the implant of this transcatheter bioprosthetic valve, vegetation and endocarditis occurred. Blood cultures confirmed coagulase negative staphylococcus as the causative agent. Antibiotics were administered. It was reported that the patient's pre-existing condition including cirrhosis, cachexia and weekly large volume paracentesis predisposed the patient to endocarditis. No additional valve related adverse patient effects were reported.